Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative [rep], healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a recharging/connectivity issue. The patient was not able to recharge the ins. Error screens 16 (no device found) or 76 (poor coupling) would occur every time. Additionally, the communication with the patient controller was unstable. It was unclear if the ins was implanted properly. The configuration included an old model surgical lead with an extension, and maybe a pocket adapter. It was unclear if the components had shifted into a positioning that prevented recharging. It was also unclear if the clinic tried to recharge the ins in the box before implant. While using the physician recharge mode, the highest achievable value was 80 with 78 being the baseline with the antenna not being in any proximity to the ins at all. The ins was palpable under the patient's skin but it was uncertain if the ins was still parallel to the skin. Unfortunately it was not possible to do an ultrasound and/or x-ray to determine the exact location of the ins and leads. Recharging was tried several times in different positions with no improvement. The patient controller and recharger were temporarily replaced with a working set and there was no improvement. Interrogating the ins with the clinician tablet was unusually slow. The log showed that not all recharging attempts were recognized by the ins. If they were, they all had zero minutes of length with no charge transferred. Since all of the common problems would need surgical intervention, an appointment for a revision was scheduled for (B)(6) 2022. The issue was not yet resolved. No symptoms were reported and the patient was alive with no injury. A device data report was provided. Additional information was received from the rep. It was reported that the ins could not be recharged properly at all, and if understood correctly, the patient was just recently implanted and the recharging was a problem since day one. The rep could not verify if the clinic tried to interrogate the ins before implant. The recharger was not able to find the ins or the connection was super unstable. The patient controller occasionally had problems communicating with the ins. In the device data file, it could be seen that there were some coupling issues during the last 10 recharge sessions. From the data file, it was unclear if the ins was implanted on (B)(6) 2022 or (B)(6) 2022. Additional information was received from the rep. As the rep saw the patient in person, they noted that the wound healed very good with no signs of infection or liquid in the pocket. Regarding the clinician tablet communication being slow, the tablet connected to the communicator fine and the "searching for devices" step was as usual, but the actual communication was slow. The progress was only advancing in +1 steps in a slow and steady way. It took at least double the normal time, but it was a stable connection. The rep noted that interrogated their demo device at home was definitely much faster and the progress sometimes sped up for a few percent. It was hard to reproduce the error screen 16 in the clinic. It was noted that also that after pairing a new patient controller and recharger with the ins for troubleshooting, then resetting/un-pairing the patient controller using the service menu. Since then the patient's controller was only able to connect and communicate with the ins suing the recharger and cancelling the recharging process. Additional information was received from the rep. It was noted that when the rep first saw the patient, they left the patient controller untouched. It seemed as if the screen 16 appeared a few times but in general she could control her ins. The rep had an unpaired handset on me, so they entered tech mode and paired it via option three (new implant) with the ins using the antenna. After troubleshooting, the rep wasn't sure if they repaired the patient handset via tech mode option three. Option 4 (disable device) was never chosen at any point. Before leaving the patient, the rep re-entered tech mode on his handset and chose option 3 to forget the patient's ins. Now the patient got screen 16 every time. To work around this she plugged in the recharger, then she usually got screen 76. After tapping cancel to get to screen 49 (battery recharging screen), she then tapped the "x" to get to the main menu and from there she was able to control the ins. The rep was unable to guide the patient over the phone to tech mode to recouple the controller and ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was simply implanted too deep and was slightly tilted. The patient had an old ins before and the old ins pocket was re-used. Unfortunately, the old pocket was too big, which resulted in an implant depth of 5+cm plus additional tilt of the ins. The ins could be recharged in the or without problem, so they decided to create a new pocket with better dimensions. After inserting the ins into the new pocket, everything worked fine with successful recharging. After the surgery, the patient¿s handset was again paired with the ins to ensure proper communication. All problems solved and ins remains in service.